Event description:
It was reported that during an unknown procedure, two clips came out at the same time, and then were stuck in the jaw. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date 07/10/10 during drain cycle 3. The patient's ultrafiltration (uf)reading was 1947ml. The programmed fill volume was 2000 ml. This information gave meets overfill criteria. Product surveillance followed up on (B)(6) 2010 with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device b: batch # g9jf8v mfg date: 2/18/2010 exp date: 1/18/2015. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.